Event description:
Complainant alleged that while attempting to treat a pt (age and gender unk) the device was intermittently unable to analyze and failed to discharge. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and will be providing a follow up report when our investigation is completed.